Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 15. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and bleeding. No further patient complications were reported.